Event description:
Per the complaint, the malfunction was discovered due to the crown being loose. The crown and abutment were removed and it was discovered that the platform of implant abutment was fractured.